Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-may-2023. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, it was observed that loose particle is about 1/64¿ in size adhered to the needle. It most likely possible that after an equipment repair the cleaning process left the particle inducing the symptom reported and not detected in the next processes. Based on the investigation with the sample analysis the symptom reported is confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd needle experienced foreign matter in fluid path. The following information was provided by the initial reporter: another needle same issue but was a 20g. Didn't keep the package for this product.

Event description:
It was reported that the unspecified bd needle experienced foreign matter in fluid path. The following information was provided by the initial reporter: another needle same issue but was a 20g. Didn't keep the package for this product.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.